Event description:
The customer contacted stryker to report that their device provided intermittent voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the device and was able to verify but not able to duplicate the reported issue. The root cause of the reported issue is suspected to be the reed switch sw5, but could not be confirmed. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report that their device provided intermittent voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.